Event description:
The recipient had good benefit after initial activation in (B)(6) 2023. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a combined initial and final report.